Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: device manufacture date of the suspected lot is 1/20/2025. H11: a batch review was conducted for the suspected lot and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue slide clamp of a clearlink system continu-flo solution set disintegrated in the slide clamp slot of a novum iq large volume pump. This occurred during use on the pediatric unit; however, patient involvement was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: customer provided a suspect lot# r25a18161. D4: expiration date (suspect lot): 01/19/2027. D4: unique identifier (UDI) # (suspect lot): (B)(4). Should additional relevant information become available, a supplemental report will be submitted.